Event description:
It was reported that during a laparoscopic cholecystectomy procedure, applier does not hold clip and the clip comes out after use. There was an issue with the jaws. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clips come off of tissue after clips were applied? Were the jaws damaged?

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: did clips come off of tissue after clips were applied? Were the jaws damaged? Yes the clips comes out after applied in the tissue. No, the applier was not damaged. The analysis results found that the el314 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident.